Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the device crushed the biliary stone but was unable to be removed from the pt's common bile duct. The device and the bile stone were retrieved with the olympus bml-110a-1 emergency handle. There was no significant delay or anesthetic required to complete the procedure and no pt injury reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility discarded the device. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available later.